Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer had failed. A field service engineer worked with a technician from the pharmacy. After troubleshooting and running diagnostics, found that the cubie drawer two required connections to be reseated. Cleaned underneath the cubie pockets and rebooted the station. The customer tested the drawer inventory, and the test was successful. The system functioned as intended after the field service engineer repaired the device.